Event description:
On (B)(6) 2015, I was implanted a bile stent that migrated and perforated colon following for 3 surgeries due to uncontrollable infection. On (B)(6) 2015 two abdominal scans were performed showing that still have a bile stent placed in the bile duct. Yesterday, I was a (B)(6) hospital to have the stent removed and dr (B)(6) could not remove the stent, caused me pain; but, indeed I have a severe pain on my upper right side of my abdomen on the liver side. Besides, I was told yesterday by nurses wearing a hazmat gowns that I have developed (B)(6)and is contagious. I was dismissed from hospital yesterday after the ercp and enteroscopy performed but without removing the stent that is inserted in my bile duct since (B)(6) 2015 and the doctor told me that the hospital doesn't have the instrument to remove the stent. So, now I will be waiting for a telephone call to see when they receive the instrument for another ercp and enteroscopy. The malfunction of my bile duct is creating me a poor quality of life, my head has dizziness and my digestion and stomachache has increased after having the bile stent implanted and is worrying me more now that I don't know when the hospital will call me to have it remove it. According to dr (B)(6), the stent cannot be causing any abdominal pain, but I have a severe pain on my upper right side of my abdomen on the liver side. I don't have the box of the biliar stent. The biliar stent is used to expand the bile duct that in my case was narrow. I know the stents are made in (B)(4).